Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 40 mg/dl and 50 mg/dl. Customer believed that low blood glucose may be due to basal rates; customer was new to insulin pump therapy. Customer was advised to contact healthcare professional regarding basal rates settings. Customer was educated on when and how to bolus. Customer was also advised to reach out to trainer and to call helpline if further assistance was needed.